Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 416 mg/dl and had issues with bent cannulas. The customer had no symptoms and not reported any treatment. Customer's blood glucose level was 416 mg/dl at the time of the incident. Customer¿s current blood glucose level was advised as 361 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that cannula was bent to almost 90 degree angle. The insulin pump will be returned for analysis.